Event description:
It was reported to philips that outputting stimulus for transcutaneous pacing is possible, but pacing is not working properly. He wanted to check if they were using the device incorrectly or if there was a problem with it.

Manufacturer narrative:
The customer worked with the technical support representative. There was no problem with the way they were using it the patient's heart rate is in the 70's, the pacing rate is 80 - 90 ppm, and the output is somewhat high at 90 ma. The pacing spikes appear in the demand mode, but the pulse wave does not appear on the monitor. The customer said that as they had tried two xl defibrillators, it seemed unlikely that they were both faulty. He said that as the transcutaneous pacing stimulus could be competing with the patient's own heart rate, they would try increasing the pacing rate slightly.